Manufacturer narrative:
Surgical technician accidently burned with cautery pen. Surgical technicians arm was in the way as surgeon was placing the cautery pen down. Cautery pen grazed surgical technicians arm and caused a reddened area to the skin. No medical intervention was needed to treat burn. No manufacturing defect was noted during investigation, cause attributed to user error. Due to the report of burn from the cautery pen this medwatch is being filed.

Event description:
Surgical technician accidently burned with cautery pen.